Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/02/2020. The device history records reviewed, and no issue found. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Please confirm a date of index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Other relevant patient comorbidities/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any dressing changes? Please specify medical intervention performed for symptoms? Was any re-suturing performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Were there all symptoms resolved after suture removal? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a debridement and limb/stump repair of right thumb surgery on unknown date and the suture was used. After the surgery, the wound dressing was changed to prevent infection and other drugs were given. Days after surgery, the patient experienced erythema and post-op inflammation around the wound. The wound was cleaned, and dressing was changed. The patient was told to continue taking anti-inflammatory drugs at home. After 14 days, the suture was removed. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 12/08/2020. Please confirm a date of index surgical procedure?--(B)(6) 2020. On what tissue was the suture used?---right thumb. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.